Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: information was received from a patient regarding an implanted pump system for failed back surgery syndrome and non-malignant pain. The pump was used to deliver unknown morphine. Drug dose and concentration information was not reported. It was reported that, after their pump was implanted, the patient "swelled up" and the catheter "came loose so it pulled up my spine". The patient was 46 years old at the time. The patient "swelled up" due to finding out that they were allergic to morphine that was placed in the pump. The reporter thought that the event date was in 2007 and "maybe the (B)(6). It was also reported that the patient started sweating with the pump as soon as it was implanted. Per the reporter, the patient's doctor told the patient that it didn't cause sweating, but the patient knew that it did.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial #: (B)(4), implanted: (B)(6)2007, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 13-sep-2008, UDI #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implanted pump system for failed back surgery syndrome and non-malignant pain. The pump was used to deliver unknown morphine. Drug dose and concentration information was not reported. It was reported that after their pump was implanted, the patient "swelled up" and the catheter "came loose so it pulled up my spine". The patient was 26 years old at the time. The patient "swelled up" due to finding out that they were allergic to morphine that was placed in the pump. The reporter thought that the event date was in 2007 and "maybe (B)(6)." It was also reported that the patient started sweating as soon as it was implanted. Per the reporter the patients doctor told the patient that it did not cause sweating, but the patient knew that it did.